Event description:
It was reported that the customer was unable to prime and the insulin pump alarmed. The blood glucose reading was 400mg/dl, and the customer was treated with manual injections. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose/flush drive support disk. A cracked case, cracked battery tube threads and scratched display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.